Event description:
It was reported that the patient presented in clinic for follow- up and to schedule a pacemaker exchange due to test results on (B)(6) 2021 indicating the battery was at eri. Upon device interrogation it was noted that there was an alert that reported that the device went to eri on (B)(6) 2020. It was suspected that a hip replacement procedure that the patient had on (B)(6) 2020 caused the device to trip a false eri alert but was never cleared. According to the current measurements the device most likely did trip eri between check-ups but unaware of exact eri trip date because of the possibly false eri trip. The device was explanted and replaced. The patient was in stable condition.